Event description:
It was reported that an ilet displayed an ¿unable to proceed¿ alert during the fill tubing step when the user attempted a supply change after using multiple daily injections; the alert did not occur when the fill was attempted without a cartridge, and the user was guided through standard troubleshooting without resolution. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.